Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had a power on reset (por) and therapy stopped due to the por. The patient was starting a recharge session when the por was seen. Troubleshooting was done and the por was successfully cleared and therapy was resumed and was adequate. The patient reported shocking since implant when adjustments were being made. The patient noted an instance of shocking at the healthcare provider's office and after increasing the stimulation too high during troubleshooting. After lowering stimulation to a comfortable level the patient confirmed the issue resolved. The patient had poor coupling and saw a poor coupling screen. Repositioning the antenna resolved the issue. The patient additionally reported that they had poor communication on the patient programmer. The patient was unable to get her settings to appear and stated that the recharger worked fine. There was no telemetry with or without the antenna. A replacement was sent. If additional information is received a follow-up report will be sent.